Event description:
It was reported that the customer received a button error alarm on the insulin pump after the pump was exposed to moisture. The customer's blood glucose level was 209 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The esc button did not respond due to a corroded keypad trace. No moisture damage on the electronics was noted.the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.